Event description:
It was reported that the health care provider suspected that the patient had an infection. As a reult, intervention was taken were patient underwent testing, however, infection was not confirmed.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient had a suspected infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.